Manufacturer narrative:
(B)(4). Investigation summary: the device was received in an opened pouch. During visual inspection of opened sample (lot 1803217, 1 ea) found a blue line of the inside pouch surface which exceeds specification 0.40 mm2 in size. However unable to determine the source of the mark since the pouch was opened. A DHR review of the appropriate vendor certifications was completed indicating the product was manufactured to the vendor specifications.

Event description:
It was reported that there was a foreign matter in the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.